Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. From the primary sample tube, the initial result was 1.3 miu/ml and the repeat result was 1788.0 miu/ml. The sample was recentrifuged and repeated in a sample cup. The result was 1853.0 miu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 259199. The expiration date was requested but was not provided.

Manufacturer narrative:
It was noted that the calibration needs updating and that there is only one qc value for the day of the occurrence. The customer did not use the required rack adapters for 13 mm sample tubes. The field service engineer was onsite for liquid level detection problems. Parts from the sample pipettor assembly were replaced. The customer has not reported new issues after the service visit. The investigation could not determine a definitive root cause.